Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio iq meter read inaccurately high. The customer care advocate (cca) spoke with the patient on (B)(6) 2014 with follow up questions from the medical surveillance specialist and obtained the following information. The patient was unsure when the product issue began. The patient had difficulty recalling their exact blood glucose results as they did not keep a record of them. The patient manages their diabetes with oral medication and humalog and lantus insulin, the patient adjusts their insulin dose based on meter readings. The patient reported continuing to take their usual dose of medication based on the subject meter readings. The patient stated that they began to experience hypoglycemia, but had no specific symptoms. The patient was advised by their doctor to go to hospital. The patient could not recall how long they stayed in hospital, but estimated it to be between 10 and 15 days. The patient reported continuing to take their usual diabetes medication during their stay. The patient reported discovering the inaccurate readings while in hospital. The patient reported obtaining a blood glucose reading of ¿165mg/dl¿ on the subject meter and ¿65mg/dl¿ on a nurse¿s meter. After discussion with their hcp the patient stated that they had been administering too much insulin based on the inaccurate readings from the subject meter and that lead to the patient becoming hypoglycemic. The patient reported adjusting their insulin and felt better. At the time of troubleshooting the cca walked the patient through a control solution test and the result fell outside of the accepted range as printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient became hypoglycemic while using the subject meter and required treatment from an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.